Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the insufflation is too slow to continue the procedure could not be determined as device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was poor carbon dioxide flow in the insufflator, despite high settings in the generator. This did not meet the needs during long-term operations requiring high co2 flow. There was no reports of patient harm or impact associated with this event.